Manufacturer narrative:
Review of the most recent repair record determined the unit was out of calibration and the cutter, roller, and handle were damaged. The unit was recalibrated and the cutter, roller, and handle were replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the unit was in need of recalibration, had a damaged handle, damaged cutter and defective roller, all needing replaced. No further information provided. The device was sent in for preventative maintenance only. There was no adverse event reported as a result of this malfunction.